Manufacturer narrative:
Additional info received on 02/19/10 changed this event from non-reportable to reportable.

Event description:
On (B) (6) 2008, a gore propaten vascular graft was implanted in an a-v access procedure in the right upper arm from the brachial artery to the axillary vein. On (B) (6) 2009, a jump graft was implanted in the pt with a gore propaten vascular graft as a revision of the previous graft. On (B) (6) 2009, the pt presented with thrombosis without stenosis and a catheter was inserted.